Event description:
It was reported that prior to use on a patient the compression would not remove the vacuum on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the iabp unit. The customer stated, they replaced the compressor, and the pim; however the unit remained failing with a startup failure code 3. The fse found the compressor was not functioning. The logs were reviewed, and the startup failure code 3 was verified multiple times. The fse found that the motor control board was the issue. To fix the issue, the fse replaced motor control board, and then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the compression would not remove the vacuum on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.